Event description:
It was reported that faradrive steerable sheath was selected for atrial fibrillation (a fib) ablation. During the procedure it was mentioned that the sheath valve had a leak. No other information was provided. The procedure was completed successfully with the same sheath. No patient complication was reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.